Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was malfunctioning. The customer stated their insulin pump would deliver unprogrammed insulin deliveries. The customer also stated the insulin pump was not calculating the correct insulin units or carbohydrates. Customer stated their manual boluses would intermittently work. Troubleshooting found the customer's bolus wizard settings were correct. Customer's blood glucose was unknown at the time of the call. Advised the customer to change out their infusion set, reservoir, and insulin. Customer was advised to call back to perform the high pressure test. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and minor scratches on the display window.